Manufacturer narrative:
Tandem's t:slim user guide states to not remove the cartridge during the load process until prompted on the t:slim pump screen. It also states to not fill the cartridge until prompted by instructions on the pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, prior to calling tandem's technical support, the customer was not following the on-screen instructions. In addition, it was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer believes bg level went as low as 67 mg/dl to the highest value of 308 mg/dl with ketones (0.1). The customer delivered a bolus, administered manual injections and changed the supplies on the pump 3 times to stabilize bg levels. Contact declined any further troubleshooting on the reported issue and indicated health care provider would be consulted to discuss diabetes management.